Manufacturer narrative:
Product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3093-28, lot# j0437229v, implanted: 2004 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).

Event description:
Additional information received from the patient reported that she knew her device was not working any more. The device has not been checked. It was noticed that she stopped feeling stim and therapy stopped helping may be 3 years ago. When implanted she was told the battery would last 6-7 years, so she verbalized understanding that her implant might have depleted. She was now getting kidney infections and they could be a part of the issue. She has had kidney infection for 5 years now and they come and go. Patient also reported her implantable neurostimulator (ins) is big and it is on the right side of her hip. When she hit the ins on something, the area bruise up and hurts. Patient stated ins is not sticking out, it is fine. It is just because it is big and right under the skin and if the area gets bumped on something, it bruises up and hurts. She concerned that her ins battery might explore if it stays inside. Patient mentioned she lost her controller and she did not have a healthcare provider.

Event description:
It was reported that a patient had the device put in when she had cancer in 2004, now she was in remission and could use the bathroom by herself. It had been 11 years, the implantable neurostimulator (ins) was not replaced, and it was not working any longer. The patient wanted it removed. There were no reported symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Correction: additional review indicates that (B)(4) does not apply to the event.

Event description:
Correction: the patient was concerned that her ins battery might "explode" if it stayed inside. There was no report of patient concern that the ins battery might "explore" if it stayed inside.